Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Therefore, the reported pain and swelling around port site issue cannot be confirmed. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2021).

Event description:
It was reported that two months post port placement, the patient allegedly experienced pain and swelling around the port site. It was further reported that the pain and swelling subsided after the needle was removed. The patient's current status was unknown.